Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unexpected error massage. The customer blood glucose level was unknown. Customer¿s nurse states that the insulin pump was going to self-test during bolus and error happened forth time. The device will not be return for analysis.

Manufacturer narrative:
Device passed the displacement test. Hardware low level failures error alarmed during self test and confirmed in device history file due to a broken trace at keypad assembly.